Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The insulin pump passed sleep current measurement, active current measurement and self test. However, pump trace download analysis confirmed the pump alarmed power error detected. The adapt tool confirmed power error alarm was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical boar, the pump was monitored and functioned properly. The test p-cap does not lock in place properly and unable to perform the displacement test due to missing retainer and missing reservoir tube o ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received alarm which indicated that a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.